Event description:
It was reported that the patient was experiencing pain at the ipg pocket site which subsides with stimulation deactivated. There was bruising around the ipg that was getting worse, and patient was also experiencing a burning sensation. The patient was brought to the emergency room twice due to the pain. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a new pocket. The patient was expected to fully recover postoperatively. The explanted ipg will not be returned.